Manufacturer narrative:
The customer canceled the service call. The reported problem was resolved by the customer. The system is operating as intended.

Event description:
The customer reported that the system displayed a generator error message, and the generator would not boot up. No patient injury was reported.